Manufacturer narrative:
A 3.50 x 38 mm synergy xd stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damage. A strut in the middle of the stent was lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. Examination of the hub and strain relief via scope did not identify any issues. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that failure to cross a lesion and stent damage occurred. A 3.50 x 38mm synergy xd stent was advanced to the calcified distal right coronary artery (rca), but the stent was not able to cross the distal lesion. The device was removed from the patient, and it was noticed that a stent strut had been pulled back. The procedure was completed with a rota, a 20mm synergy xd was successfully deployed in the distal rca, and ivus ensured stent apposition. No patient complications were reported in relation to this event.

Event description:
It was reported that failure to cross a lesion, and stent damage occurred. A 3.50 x 38mm synergy xd stent was advanced to the calcified distal right coronary artery (rca), but the stent was not able to cross the distal lesion. The device was removed from the patient, and it was noticed that a stent strut had been pulled back. The procedure was completed with a rota, a 20mm synergy xd was successfully deployed in the distal rca, and ivus ensured stent apposition. No patient complications were reported in relation to this event